Event description:
Alarm 9 was reported by the caller, indicating a malfunction issue. The caller's blood glucose level did not exceed 500 mg/dl, implying that there was no adverse impact on the customer¿s blood glucose level. Technical support instructed the caller to reload the original cartridge onto the pump, but the caller was unable to do so. The caller successfully loaded a new cartridge and resumed insulin administration, resolving the issue.